Event description:
Received modality-magnatherm short wave diathermy using coil plates with each plate placed over buttock area. Settings were 4-8 for 15-20 mins laying on right side position. Received treatment modality - magnatherm short wave diathermy. Treatment prescribed by primary physician for a diagnosis of intervertebral herniation at l-1. Prior symptoms to treatment included radiating pain across right leg down back of right leg. Primary physician prescribed medications consisting of methocarbazepin, 750 mg, cefadroxil 500 mg, prozac 20 mg and codeine 300 mg. Following modality pt experiened excruciating burning (internal) from waist down to under bottom of feet. Contacted physical therapy dept who administered treatment, the complications of treatment. Physical therapy referred pt back to primary physician for complications. Primary physician was unable to see pt until two weeks later. Examination consisted of visual observation and of buttock area and spine and then indicated pt would be alright. After enduring continued pain, burning sensations, drawing, tightness of muscles from waist down to underside of feet on the back side of body, pt finally sought the help of a neurologist whose diagnosis has included, loss of sensations to most body, damaged nerves. Currently, receiving some medication (tegretol 900 mg daily) to help with the pain and discomfort. Currently awaiting appointment for a more definitive diagnosis. Medical records are available upon request. Was not attached at this time due to voluminous nature of records.